Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On december 18, 2006, the lay pt's wife contacted lifescan (lfs) alleging that the pt's one touch basic meter was prompting the insert test strip message and the pt was unable to obtain a blood glucose reading. The us lfs medical affairs specialist (mas) contacted the wife at the request of lfs affiliate because the pt is currently temporarily residing in us. The pt said that he has been unable to obtain a meter reading on the reported meter since december 11, 2006. The pt continued taking metformin 500 mg each morning and 1000 mg each evening with supper. The pt typically tests his blood glucose level each am and before supper. If the pt had obtained a result of 2.0 or 3.0 mmol/l, he would have called his physician. He said he has never obtained a high reading that concerned him and for which he contacted his physician. On december 18, 2006, the pt followed his usual diet and activity regimen. He was unable to obtain a reading on the reported meter. He took metformin 500 mg in the am and 1000 mg at about 6:00 pm before supper. At 8:00 or 8:30 pm, he felt sweaty, faint, and "like he would vomit." The pt confirmed the symptoms were his usual hypoglycemia symptoms. He attempted to test with the lfs meter and received no reading. The pt's wife gave him candy to eat and he felt better. The lfs affiliate rep walked the pt through retesting with a new vial of test strips and the insert test strip message issue was not resolved. The mas replaced the meter, test strips, and control solution. The complaint is reported because the pt was unable to obtain a reading on the lfs product. He experienced symptoms that suggested hypoglycemia. The pt's wife treated him with candy.